Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of off no power alarm, unexpected restart and external ram crc error from the insulin pump. The customer's blood glucose reading was unknown. The customer did not receive low battery alert prior to off no power alert. The customer mentioned unattended alarms when he was sleeping. The customer received several unexpected alarms during normal use. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications. However, the insulin pump was received with corroded battery tube. No off no power without low battery indicator alarms noted. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test. No alarms or unexpected alarms noted. The insulin pump was received with cracked reservoir tube and minor scratches on lcd window.